Manufacturer narrative:
Investigation confirmed reported fault and suspects the root cause to be due to a faulty solenoid valve.

Event description:
User reported that the device did not operate as expected, leading to the inability to regulate temperature. There was no patient harm, but the unit needed to be swapped during the case to ensure patient safety.

Manufacturer narrative:
Investigation confirmed reported fault; however, root cause has not yet been determined. The unit is expected to undergo further testing to conclude the reason for the fault.

Event description:
User reported that the device did not operate as expected, leading to the inability to regulate temperature. There was no patient harm, but the unit needed to be swapped during the case to ensure patient safety.